Event description:
It was reported that "following a polypectomy, a small burned area was noted when the ground pad (dispersive electrode) was removed from the pt. It was at a corner location of the ground pad. It was treated with the application of topical ointment and a sterile dressing."